Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was repositioned due to a micro perforation. The physician confirmed the perforation on fluoro during the procedure. The patient is scheduled to be released from the hospital (B)(6) 2019. Should additional information become available, this file will be updated.